Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 480 mg/dl with an unspecified level of ketones, polyuria, polydypsia, abdominal pain and nausea associated with a power issue. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider regarding treatment. It was reported that the patient¿s bg returned to normal after injection. The reporter stated that the patient treated with insulin via pump and injection and an insertion site change. It was reported that the pump was cracked and had been experiencing intermittent power. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the black box showed a replace cartridge alarm on 05/05/2015 18:31 followed by unexplained pump reboots on 05/05/2015 at 19:49. Several partially charged batteries were then installed. The pumps time was then set incorrectly to 08:11 and the date set to 05/05/2015. The pump continued to run on the incorrect time until end of use. The battery compartment was cracked on the side near the threads and cracked below the bumper pad. Unrelated to the original complaint, the returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboots were duplicated with returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions duplicated during that time. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.